Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 504 mg/dl at the time of incident. Customer¿s other blood glucose level was 165 mg/dl and 208 mg/dl. Customer treated with bolus and insulin shot for lunch. Customer was tired and fell asleep because of high blood glucose. Customer was using auto mode. Customer did not want to continue troubleshooting because she was good. The insulin pump will not be returned for analysis.